Event description:
A minimum fill notification was reported by the caller. Blood glucose levels of the customer were reported to remain between 54-500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to reload the original insulin cartridge, but this did not resolve the issue. The caller declined to load a second cartridge, and a follow-up was planned once the customer had a second cartridge available to complete troubleshooting.